Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator was explanted with the rest of the system as the pocket of the patient who undergone a recent replacement procedure was red and swollen, and there was high possibility of infection. The infectious bacteria were not identified, and tissue will be cultured. After confirming that the patient had no bradycardia, and considering the age of 91 years old, reimplantation will not be performed. No additional adverse patient effects were reported.